Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the unit failed to initially power on. The user tried various points of power, however, the unit never activated. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.